Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had passed out at the hospital. The doctor advised that she was getting too much insulin, and removed the customer from the insulin pump. Unable to troubleshoot. No additional information was provided.